Manufacturer narrative:
Patient pictures were received and did not show any visible indication of fat loss. Therefore this event is no longer considered to be a serious injury and is now deemed not reportable.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that patient experienced dimpling and fat loss following treatment. The highest energy level used was 4.5 and 924 rep's were administered during the treatment. Reportedly the location of the fat loss is flush on the orbital bone, sitting below cheekbone and in line with corner of the eye according to the report.